Manufacturer narrative:
510k: this report is for an unknown rafn spiral blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a procedure on an unknown date, with antegrade approach for an ipsilateral hip/shaft, poly trauma and morbidity obese at femoral shaft. Postoperatively, there was no union of fracture noted and patient experienced a wound infection from an open laceration. Patient had an incision and drainage at left of thigh abscess. There was an evidence of healing reported. No further information is available. This report is for an unknown rafn spiral blade. This is report 2 of 4 for (B)(4).